Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. The customer also observed a mark or kink on one of the device buttons, which had been there for about a year or so. Advised discontinuation of the insulin pump. The customer declined replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.